Event description:
The service repair tech reported that during routine testing of the device at the service ctr, that bearing fluid had contaminated the gut shaft, drive belt, and encoder wheel/pulley. There were no functional failures. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair tech (srt). After the pump repair and preventative maintenance (pm), the unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.